Manufacturer narrative:
As reported it is unclear what is meant by "the mesh was in a weird location." The patient's oncologist later commented to the patient that the "mesh appeared to be okay." The patient started experiencing her reported conditions eleven years post implant of the mesh. There is no indication in the information provided that the ventralex mesh is the cause of these conditions. Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2006 - the patient was diagnosed with an umbilical hernia status post two c-sections and had a repair of the umbilical hernia with the implant of a bard ventralex mesh placed just below her umbilicus in the center of her abdomen. On (B)(6) 2009 - the patient underwent a third c-section and as reported the surgeon commented that "the mesh was in a weird location." (The complainant could not recall whether the doctor felt the mesh had migrated or not.) On (B)(6) 2017 - the patient started to experience right sided abdominal pain that radiates down the entire right side of her body. She presented to her physician who performed an abdominal CT scan, which showed mild right swelling of her kidney (hydronephrosis) and a lesion on her pancreas. On (B)(6) 2017 - the patient was referred to a surgical oncologist, who reported to the patient that the ¿mesh appeared to be okay.¿ the patient is taking prescription pain medication and as reported, experiences nausea on a regular basis and has lost a significant amount of weight. The patient is currently being followed by a pain management specialist. It is reported that the patient¿s surgeon indicated he did not want to remove the mesh and would consult with another surgeon who specializes with hernia mesh removal. As reported the contact believes that the patient's symptoms are related to the mesh and has stated that the patient " is being poisoned from the breakdown of the polypropylene" and the patient would like to have the mesh removed.